Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2004 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on along with laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy, culdoplasty, colposuspension and cystourethroscopy due to stress urinary incontinence and urinary urgency. It was reported that following insertion the patient experienced recurrent urinary tract infections and yeast infections, mesh erosion and exposure, chronic hip, pelvic and vaginal pain, inflammation of pelvic area, bowel problems, fecal impaction, and constipation related to rectocele which developed post operative, painful bois on upper thighs, urinary frequency day and night, and recurrent incontinence. It was reported that patient there was evidence of mesh erosion on the right side of the urethra on (B)(6) 2004.